Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker delivered brady pacing when not required. Technical services reviewed the configuration settings and identified a long conduction time after atrial pacing, which led to undersensing of an r wave and subsequent inappropriate ventricular pacing. Ts recommended turning off the rythmiq feature. No adverse patient effects were reported. This device remains in service.